Manufacturer narrative:
Unit received with no button response on all buttons due to half-unlocked connector on lcd board noted. Unable to perform displacement test due to unresponsive keypad. Cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have dropped insulin pump on the floor causing physical damage. Customer reported that as a result, buttons no longer responded. Customer was advised that insulin pump would need to be replaced.